Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 30-jan-2026 against "lot number 6008276 and similar malfunction codes: occlusion issue. Malfunction code not on list, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined, cannot be determined. No escalation required. The review confirmed that lot 6008276 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 30-jan-2026 against "lot number" criteria equal 6008276 and similar malfunction codes: occlusion issue. Malfunction code not on list, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined, cannot be determined. No escalation required. The count of complaint is 2. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6008276 was manufactured according to the work instruction (wi) version 79, packaged in the machine multivac 12, on 23-jul-2024, with a total of (B)(4) units. Assembly: the lot 4h04646 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 23-jul-2024, with a total of (B)(4) units. The lot 4h04647 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 23-jul-2024, with a total of (B)(4) units. The lot 4h04647 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 23-jul-2024, with a total of (B)(4) units. Gluing tubing: the lot 4h03013 was manufactured according to the wi version 42, manufactured in the machine 04-08, on 19-jul-2024, with a total of (B)(4) units. The lot 4h03013 was manufactured according to the wi version 42, manufactured in the machine 04-08, on 21-jul-2024, with a total of (B)(4) units. The lot 4h03013 was manufactured according to the wi version 42, manufactured in the machine 04-08, on 24-jul-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: the reference samples for the lot 6008276 have already been previously tested for visual inspection and tested for flow in the database complaint 2158250 on 03-jul-2025. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008276 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event and went to emergency room and got hospitalized on (B)(6) 2025. The duration of hospitalization was less than 24 hours. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with insulin via syringe. The patient experienced the symptoms of confusion, tiredness, weakness and increased thirst at the time of the event. No further information available.